Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was approximately 600 mg/dl. The customer treated their elevated bg with a bolus via the pump and went to the emergency room, where their ketone levels were identified as dangerous by a health care provider. The customer was administered intravenous of saline to resolve the issue. The customer was discharged later the same day with issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.